Event description:
Reference number (B)(4). Event occurred in egypt it was reported that patient was hospitalized on (B)(6) 2025 due to hyperglycaemia. The level of blood glucose was 585 mg/dl. The patient also tested positive for ketones with value of more than 1 mmol/l. The patient was treated with manual injection. The length of hospitalization was greater than 24 hours. The patient also had symptoms such as headache, stomachache and nausea. No further information available.